Event description:
This is the second of two mdrs for the same event. It was reported that the patient had a unilateral tlif with two devices at l3-l4 and l4-l5. Approximately 10 weeks post-op, both implants were noted to have migrated and fusion had not occurred. A revision surgery was performed.